Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor watertightness of cable unit and water tightness loss. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reportable malfunction could not be determined. The additional finding was that due to poor watertightness of the cable unit, water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head did not turn on. The event occurred during inspection for use. There was no patient harm.